Manufacturer narrative:
This follow-up report is being submitted to relay additional information the initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: unknown stem, unknown liner, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -07141, 0001822565 -2018 -07142, 0001822565 -2018 -07144. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported patient has been indicated for revision due to dislocation reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.